Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer changed the needle and syringe and was able to fill the cartridge with insulin resolving the issue. There was no impact to the customer blood glucose level.